Event description:
It was reported the tip fractured off the device during a procedure at the healthcare facility. The tip was removed and the procedure was completed successfully. It was also reported there was no impact on the patient and no adverse consequences.

Manufacturer narrative:
Corrected information: device not available for return.

Event description:
It was reported the tip fractured off the device during a procedure at the healthcare facility. The tip was removed and the procedure was completed successfully. It was also reported there was no impact on the patient and no adverse consequences.